Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B) (6) 2010, the lay-user/pt contacted lifescan (lfs) alleging that the onetouch ultralink meter has a power issue (meter does not turn on). This complaint is classified according to the documentation of the customer care advocate. The pt manages her diabetes with self-adjusting insulin. The power issue began approximately 2 weeks ago in the morning while the pt went for a doctor's office visit. The pt's doctor advised the pt to take 2 more units of novolog when she feels like her blood glucose is running high. The pt did not take any actions in regard to diabetes based on the power issue. Later that day at 2 pm, the pt obtained a blood glucose reading of "240 mg/dl" on the doctor's meter. Approximately one day after the onset of the power issue, the pt developed symptoms described as "sleepy, thirsty, numbness of the feet and hands, irritable, and frequent urination." It would have been helpful to know the pt's diabetes medication regimen and testing frequency, the duration of the symptoms, what treatment did the pt receive in order for the symptoms to abate, could the symptoms have been prevented, was the pt's diabetes medication changed immediately before or sometime after the aforementioned symptoms and the events leading up to the pt's reported symptoms such as blood glucose readings, diabetes medication intake, food intake, and physical activities. In addition, it would have been helpful to know if she had a backup meter to use after the alleged power issue began. During troubleshooting, the reported issue was not resolved. Although, there is no evidence of product misuse, the lfs meter did not turn on with the power button pressed and the test strip inserted into the meter. Based on the information provided by the pt, the battery did not need to be replaced. This complaint is being reported because the pt claimed she developed symptoms that can be associated with hyperglycemia 1 day after the power issue began. Replacement products were sent to the pt.